Event description:
It was reported that the insulin pump alarmed motor error. Displacement test passed. Customer stated that the insulin pump fell out of her pocket. Self test passed. Customer's blood glucose is 148 mg/dl. Customer stated that the insulin pump gave her ten units of insulin, not programmed, while trying to clear the motor error. This action caused the blood glucose reading to drop to 68 mg/dl from 148 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.